Event description:
During routine testing, the user found that when the charge button was pressed the charge light would turn on and stay on but the defibrillator would not charge. There was no pt involved. Tests disclosed a failed optocoupler (u10) on assembly 590263. It was noted that there was a considerable amount of corrosion on the printed circuit board. The corrosion appeared to be a result of the ingress of an unk liquid. It is suspected that the failure of the optocoupler may have been caused by the corrosion, but this can not be confirmed. The event is not occurring more frequently or with greater severity than is usual for the device.